Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: research continues to address the various hypothetical long-term effects of silicone implants, primarily silicone-filled breast implants. To the extent that such research applies to the safety of silicone in general for implantation, it is relevant to tissue expanders. However, given the intended temporary use of tissue expanders, and the fact that tissue expanders consist primarily of a silicone elastomer shell filled with sterile saline for injection, the research has not been directly concerned with tissue expander use. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported left side "leakage of the device." The device has been explanted. Expansion process was not complete upon explantation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on shell, non-penetrating nicks, green particles on inner surface of device and black particles like mold on outer surface of device. The leak test was performed found an opening on shell. A microscopic analysis was performed which identified a striated edge opening on radius side due to surgical damage and non-penetrating nicks, consist with the use of some surgical tool.

Event description:
Physician reported left side "leakage of the device." The device has been explanted. Expansion process was not complete upon explantation.